Event description:
A hospital in (B)(6) reported via their distributor that an rt212 adult breathing circuit failed the leak test on a servo-I ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The returned breathing circuit was pressure tested. Results: our testing revealed that the circuit was within specification. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we could find no fault with this circuit. All breathing circuits are pressure tested during production. All breathing circuits which fail the pressure test are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows them to act by replacing the breathing circuit according to their standard procedures.